Event description:
Patient was having posterior colporrhaphy with mesh and vaginal vault suspension. The suture device was placed to suture the vaginal cuff. The bullet at the end of the device broke off and was lost in the patient. They could not palpate this small bullet or find it in the sponges. An x-ray was done and the bullet was seen on the left pubic ramus. It was in an area that could not be palpated or seen, and dissection to the area would have been of greater risk to the patient. The bullet was left in place. The patient and family were notified and shown the x-rays. A second suturing device from the same manufacturer was used and it also broke but the bullet was retrieved on the second one. It was impossible to determine which package contained which device so both packages and both devices are being returned to the company for inspection.====================== health professional's impression======================"this was an equipment error"====================== manufacturer response for suture capturing device, capio======================to be inspected.====================== manufacturer response for suture capturing device, capio======================no response at this time. Will investigate and examine product.